Event description:
A female with history of hypertension, multiple sclerosis and pvd, status post dacron patch to the cfa, underwent an sfa intervention in 2008. An anterograde approach was used to insert a 7f sheath into the cfa with 1 exchange during the procedure. The stick was reportedly high. Post procedure, the patients act was over 400. The physician, still being trained to the mynx procedure, performed closure without visualization under fluoro and hemostasis was successfully achieved, with no immediate swelling or hematoma noted at the access site. Approx 90 mins later, the patient's hematocrit dropped from 37 (pre-procedure) to 18. A cut-down was performed which documented bleeding into the abdomen, and the cfa was repaired with suture. The patient also received 4 units of packed rbc's and 1 unit of plasma. The patient reportedly tolerated the procedure well without complications, and was discharged on three days later without further incident.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided. Therefore, a review of the lot history record could not be performed. There is no evidence that indicates the device did not meet specification and that it did not perform in accordance with its specifications and the IFU. In considering potential causes, the previous caths, including a patch to the cfa, antegrade stick, sheath exchange, high act, and the subsequent mynx procedure on a complex case attempted by a new user who had performed less than the 10 required proctored cases, may have caused or contributed to the reported incident. Antegrade placements are associated with more shallow angles, as well as gradually narrowing vascular bed, thus it is recommended that fluoro visualization be utilized while deploying a closure device. The safety and effectiveness of the mynx vascular closure device in antegrade sticks, and/or those with a previous patch, have not been studied in a clinical trial.